Event description:
The company was notified of a size 23mm valve explanted after approx 1 year, reportedly due to a high gradient (60mmhg). No aortic insufficiency was observed on tee, but abnormal leaflet opening was reported. It was replaced with a st. Jude medical 23mm regent mechanical valve. Initial correspondence received from the field indicated that the surgeon was not filing an official complaint and only advised of the explant for informational purposes. However, upon completing the field experienced report form for this event, it is indicated that the surgeon is reporting that the event might have led to death or a serious injury. It was also reported that the pt requested a bioprosthetic valve instead of a mechanical valve to avoid anticoagulation therapy and was counselled by the surgeon on the likelihood of a reoperation.

Manufacturer narrative:
Device evaluated by MFR. The device has been received for eval; an eval summary was not available at the time of this report. Eval - method - a review of the device history record was completed. Results - the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release.